Event description:
The patient experienced a shocking/jolting sensation in the vaginal area. There was no known accident related to this event. It was noted that she had a urinary tract infection which was treated. She met with the company representative and the stimulation was adjusted to a comfortable level and she was "doing good now".

Manufacturer narrative:
(B) (4).